Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located on the third floor at the account. There was no pt/user injury reported. This reported was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking the switch and then the power supply. It is unk if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time since the account could not locate the bed. The account stated to hill-rom that they would contact us if the bed is located and further assistance is required.